Manufacturer narrative:
(B)(4). Report source: foreign - event occurred in india. Visual examination of the returned device identified that the inserter was fractured and the anchors were still on the inserter. The device was not cycled. The device was function tested by cycling. After function testing, the handle showed that the device was cycled properly, and the inserter became fully detached. Medical records were not provided. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a meniscus repair procedure, the anchor was deployed and pulled out from the bone. No patient consequences were reported as a result of this event. Attempts have been made and no further information has been provided.